Event description:
It was reported that the ventricular side socket on the external pulse generator was difficult to plug into. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the customer comment of the ventricular socket being difficult to plug into, it was working within mechanical specification, however it was replaced as a preventive. Analysis did find that one connector on the heart lead flex was broken, and it was therefore replaced. (B)(4).